Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Indicator tool was not registering. Pulled one from operating room; it worked fine. Did not occur intra operatively, no delays. Regarding the tool, it is assumed that it was dropped.